Manufacturer narrative:
During the quality investigation, the customer's complaint was confirmed. Further investigation revealed corrosion damage to the motor, bearings and other component parts. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro sagittal saw was sent in for repair because it was overheating during the regular quality check. No adverse event was associated with the device.